Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A visual inspection and microscopic inspection were performed and no issues were noted. Functional testing was performed and included leak testing, clamp-function testing, clear-passage testing and simulated-use testing. Functional tests confirmed a leak through a cut in the patient line connector and the drain line tubing. Marks were observed on the connector and tubing indicative of the pouching equipment used in manufacturing. Upon conclusion of the investigation, the cause was determined to be a tubing hole. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak in a cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.